Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the steerable guide catheter was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is report is filed because thrombus was noted in the right atrium after insertion of the steerable guide catheter. It was reported that during a mitraclip procedure to treat functional mitral regurgitation grade 4, after insertion of the steerable guide catheter (sgc), a thrombus was noted "in the right atrium at the wire". Activated clotting time was 400. In a short time, other thrombogenic material was noticed and was getting larger with more heparin. The sgc was removed and the procedure was aborted. The patient was stable after the procedure. There was suspicion of heparin induced thrombocytopenia. No additional information was provided.

Manufacturer narrative:
(B)(4). In this case, there was no reported device malfunction associated with the steerable guide catheter (sgc) and the device was not returned for evaluation. Based on the information reviewed, a definitive cause for the reported patient effect of thrombosis cannot be determined. The reported treatment with medication was a result of case-specific circumstances as heparin was given as part of standard procedure and to treat clot. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effect of thrombosis, as listed in the mitraclip system instructions for use (IFU), is known possible complications associated with mitraclip procedures. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Additional information subsequent to the previously filed medwatch report:thrombus was noted on the tip of the steerable guide catheter (sgc) when the sgc was in the right atrium. Thrombus removed along with the sgc, however, after removing the sgc new thrombus was noted. Heparin given as part of standard procedure and to treat the clot.